Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the cannulated stardrive screwdriver shaft for 3.0 mm hcs t8 (part # 03.226.004, lot # 8292823) was received at us cq with the distal tip of the screwdriver broken. The broken piece of the screwdriver was not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Overall the screwdriver was in good condition with minimal signs of wear. A definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.226.004. Lot: 8292823. Manufacturing site: bettlach. Release to warehouse date: 13.may.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device returned. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the tip of the cannulated stardrive screwdriver shaft broke off. The issue occurred while the surgeon was tightening the unknown screw. The broken fragment was retrieved from the patient and no retained metal in the patient. The procedure was successfully completed. It is unknown if there was a surgical delay. Patient status is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).